Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the torn clip introducer and gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the clip became stuck when sliding the clip introducer over the clip and a tear was noted in the clip introducer. Additionally, only one gripper could be lowered, so the cds was discarded and replaced with a new cds. The procedure continued successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficult to insert due to clip becoming caught on the clip introducer appears to be related to user technique and the torn clip introducer and subsequent gripper actuation issue were due to the clip caught on the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.